Manufacturer narrative:
The product was returned for analysis. One haptic was damaged in the outer gusset area. There have been no other complaints reported in the lot number. Additional information was requested on 10/23/2008 by mail. A completed questionnaire was received on 11/05/2008.

Event description:
A nurse reports that a scratch was noted on an intraocular lens (iol) prior to insertion. The lens was not implanted.